Event description:
It was reported to boston scientific corporation that during a "posterior cystocele pelvic" floor repair procedure using an uphold vaginal support system, the "uphold mesh assembly broke," but nothing detached inside the patient. Another uphold vaginal support system was used to complete the procedure, without complications to the patient, who is reportedly "fine." No further information regarding the device problem or event details has been forthcoming.

Event description:
It was reported to boston scientific corporation that during a "posterior cystocele pelvic" floor repair procedure using an uphold vaginal support system, the "uphold mesh assembly broke," but nothing detached inside the patient. Another uphold vaginal support system was used to complete the procedure, without complications to the patient, who is reportedly "fine." No further information regarding the device problem or event details has been forthcoming.

Manufacturer narrative:
Additional information: the "device codes" have been updated accordingly based on the analysis of the returned device. (B)(4). Device evaluation: a DHR review did not reveal any manufacturing related issues which might have caused or contributed to this event. Visual analysis of the returned blue and white mesh leg showed that the suture was broken, confirming the reported complaint of a device breakage. Visual and mechanical analysis of the returned capio device showed no defects, the device operates smoothly and freely. A review of the labeling, including the directions for use shows that they contain a precaution to 'avoid excessive tension on the mesh during handling and positioning to prevent damage to the device.' The probable root cause for this event was determined to be operational context.

Manufacturer narrative:
(B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.